Event description:
My mom, (B)(6), passed away at the early age of (B)(6) as a result of leiomyosarcoma. She underwent a minimally invasive technique for what was presumed to be a benign condition called fibroids. Usually to get the uterus out with this minimally invasive technique they use a machine called a morcellator to break up the presumed fibroid into smaller pieces. However, if the women did not have fibroids but she actually had cancer, this morcellating technique spreads the cancer throughout her body, hence upstaging the cancer. This cancer is difficult to treat and research shows that the average life span following morcellation of sarcoma is 24-36 months, my mom lived 13 months. She was my best friend and my life has not been the same since, nor has my siblings. This is avoidable!!!! This problem has been recognized for more than two decades. A review of literature showed that 1 in 415 women who have fibroid surgery actually have sarcoma. Another way to look at it is that everyday 2-5 women in the us alone will have a deadly cancer spread because of morcellation. I understand it all comes down to business and making money but the money saved by using this morcellation technique in minimally invasive surgery for fibroids is not worth the cost of my mom's life or anyone else's. How would you feel if it was your mom or wife or daughter. Glevac failed. Patient expired (B)(6) 2006.